Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, pt underwent fluoroscopic guided left s1 transforaminal epidural steroid injection by dr. (B)(6) 2010, dr. Workers¿ comp denied lumbar discogram and noted pt ¿did have an idet in 2004, a dynamic stabilization in 2005, and then the instrumentation was removed in 2006. On (B)(6) 2010, pt underwent retroperitoneal transpsoa approach to the l4-5, anterolateral instrumentation using nuvasive xlp plate, application of a cage of l4-l5 using coronet xl lordotic 12 x 18 x 55, application of bmp at l4-5 using 5 ml of mosaic with small kit of bmp by dr. At . On (B)(6) 2010, pt saw dr. Impression: chronic low back pain status post l4-l5 and l5-s1 fusion. Bilateral lumbar radiculopathy, multiple joint pains, rule out arthritis on (B)(6) 2011, pt saw dr. Complains of lower back pain, bilateral lower extremities, new symptom of muscle spasm type pain in both calves. Pt feels surgery did not help her. Impression: chronic low back pain status post l4-5 and l5-s1 fusion on (B)(6) 2010 by dr. , bilateral lumbar radiculopathy, chronic neck pain on (B)(6) 2011, pt saw dr. Who noted ¿CT of lumbar spine done on (B)(6) 2011 shows bridging bone within the interbody space, with what appears to be a solid fusion at the l4-l5 level. There are some mild facet changes above at l2-l3, but I see no changes within the sacroiliac joints or central canal stenosis. Impression. Healed fusion at l4-5, discogenic pain at l4-5, annular tear at l4-5, facet arthropathy at l2-3 on (B)(6) 2011, pt saw dr. Who dictated ¿her work injury was in 2003. She hasn¿t worked since 2004.) On (B)(6) 2011, pt saw dr. With complaints of chronic low back pain, left hip pain, pain radiates posteriorly down bilateral lower extremities all the way down to her feet. Has not worked since 2004 on (B)(6) 2011, pt saw dr. And complained of low back pain radiating into her left hip, some neck pain, occasionally hands hurt across metacarpophalangeal joints, constipation on (B)(6) 2011, pt saw dr. Has tens unit. Also complained of symptoms in her neck, upper back, and lower extremities. Fell approximately 4 days ago landing on buttocks. On (B)(6) 2011, pt saw dr. And complained of lower back pain, mid to lower sacral area with radiation posteriorly into the lower extremities on (B)(6) 2012, the pt saw dr. And reported that she had a ¿bad fall about two weeks ago where she dislocated her right shoulder and elbow.¿ continues to have chronic low back pain that radiates into her lower extremities. On (B)(6) 2012, pt saw dr. . Dr. Dictated, ¿her injuries from her fall have improved, but she continues with chronic low back pain that radiates particularly into her left lower extremity.¿ impression: status post l4-5 and l5-s1 fusion in (B)(6) 2010, chronic low back pain with lumbar radiculopathy particularly the left. On (B)(6) 2012, pt saw dr. Impression: left trochanteric bursitis, chronic low back pain status post l4-5 and l5-s1 fusion in (B)(6) 2010, chronic bilateral lumbar radiculopathy, received steroid injection on (B)(6) 2012, pt saw dr. , pt complained of pain at the l5-s1 level impression: status post l4-5 fusion, possible lumbar facetogenic pain. Dr. Recommended a lumbar facet medial branch block at the l4, l5 and l5 dorsal ramus levels on (B)(6) 2012 pt saw dr. And underwent fluoroscopic guided left l4 and left l5 dorsal ramus medial branch block ¿CT scan of the lumbar spine on (B)(6) 2012 revealed a facet arthropathy at l1-2, l2-3, l3-4, and l5-s1. She has post-op changes at l4-5 and a broad based mild disc protrusion at l5-s1 (B)(6) 2012 saw dr. , says pt states she is no better after facet injections on (B)(6) 2012, pt saw dr. . Impression: chronic low back pain status post l4-5 fusion, left trochanteric bursitis, given steroid injection (B)(6) 2012 per dr. ¿imaging studies show solid fusion,¿ but pt still having pain impression: likely left trochanteric bursitis, discogenic pain at l4-5, annular tear at l4-5, lumbar spondylosis, status post lumbar fusion of l4-5 (B)(6) 2012 pt saw dr. And underwent fluoroscopic guided bilateral sacroiliac joint injections . Dr. Dictated ¿CT scan of the lumbar spine on (B)(6) 2012 revealed a facet arthropathy at l1-2, l2-3, l3-4, and l5-s1. She has post-op changes at l4-5 and a broad based mild disc protrusion at l5-s1.